Event description:
It has been reported to us that during the procedure a dissection occurred in the right coronary artery. The guide catheter was inserted into the pt from a radial approach. The physician advanced the guide catheter and performed diagnostic procedure. The physician then repositioned the guide many times and performed diagnostic procedure. The physician at some point during the procedure the physician repositioned again into the right coronary artery while performing the diagnostic procedure on the vessel a dissection occurred. The guide catheter was removed and a second guide catheter was inserted into the vessel. The physician inserted a 3.5x12mm stent and successfully treated the dissection. The pt is reported to be fine. The actual device used during the case will not be returned for evaluation.

Manufacturer narrative:
The customer has indicated that the subject device will not be returned for evaluation. Therefore, an engineering analysis of the subject device can not be performed. The lot number for the device is unk and therefore, a review of the device history record can not be performed. This report being submitted is considered to be the initial. If any additional info about the case, or the actual product used during the case is provided, a follow-op medwatch will be submitted. Device discarded - not returned for evaluation.